Event description:
The customer stated that they started to notice that multiple patient samples had low glucose hk (glu) results on the c501 analyzer. The customer then pulled two patient samples and repeated these on a second cobas analyzer. The repeat results were noticeably higher than the initial results. The customer noted that the sample probe and mixer cover had blood splatters on them and that samples were being tested for hemoglobin a1c during the same run. The customer noted that many samples potentially had incorrect results that were reported outside of the laboratory. The customer provided data for two patient samples that were affected and for these samples, results for multiple assays were questioned. Of the provided data for the two samples, erroneous results were reported outside of the laboratory for glu, calcium gen. 2 (ca), and ion selective electrode (ise) sodium. The first sample initially resulted as 65 mg/dl for glu and this value was reported outside of the laboratory. The sample was repeated on a second cobas analyzer, resulting as 94 mg/dl. The repeat result was believed to be correct. The second sample initially resulted as 55 mg/dl for glu, 7.7 mg/dl for ca, and 129 mmol/l for ise sodium. The initial values were reported outside of the laboratory. The sample was repeated on a second cobas analyzer, resulting as 86 mg/dl for glu, 10.3 mg/dl for ca, and 142 mmol/l for ise sodium. The patients were not adversely affected. The glu and ca reagent lot numbers and expiration dates were asked for, but not provided. The ise sodium electrode lot number and expiration date was asked for, but not provided. The customer shut down the analyzer and rebooted it. He then performed a system prime, a photometer check, sample probe washes, and a reagent prime. He cleaned the outside of the sample probe and rinse cell mechanism. He ran a stylet through the cell rinse nozzles and sample probe. He ran controls and these were within specifications. The customer also ran precision studies and these were determined to be within specifications. The customer stated that there were no further issues with the analyzer after these actions. The field service representative determined that the cell rinse mechanism was mis-adjusted, causing splashing on the top of the reaction cells. He adjusted the cell rinse mechanism, checked the photometer reading, and aligned the sample probe. Calibration, controls, and precision studies passed.